Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is unknown. During processing of this complaint, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported that patient had a fall three months ago and was having headaches and that their pain was worsening. Diagnostic showed high impedances on several contacts. As a result, surgical intervention may occur.